Manufacturer narrative:
The device has been returned. Once the investigation is complete a supplemental report will be submitted.

Event description:
It was reported that a hahn tapered implant failed. The implant was placed on (B)(6) 2021 at tooth location #30 using a hahn tapered implant guided mount. During placement of the implant, the implant and the guided mount fused together. The doctor was unable to separate the implant from the guided mount. It was at that time that the implant was removed, and another implant of the same size was placed. The patient has type ii bone quality, has excellent oral hygiene, and has a history of bruxism. There was no abnormality noted with the implant itself.

Manufacturer narrative:
The device investigation has been completed and the results are as follows: investigation methods/results: the implant was returned with guided mount still engaged. The implant was verified to be a hahn tapered implant ø5.0 x 10 mm (70-1154-imp0015) using radiographic template (pk-209-062515). There was no defect or non-conformity observed and the threads were intact. (See attached images) device history record review: the DHR was reviewed for lot# 6093568 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product review: there was no stock product from lot# 6093568 available for review. Root cause: a root cause for this complaint cannot be explicitly determined but most probably cause is improper seating of the guided mount into the internal hex of the implant. It is unclear the methods of implant placement used during the initial procedure.